Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, oversensed noise was observed on the right atrial (ra) channel of this patient's device. No pacing inhibition was noted. Multiple low out of range pacing impedance measurements of less than 200 ohms were also observed with the device and ra lead. The field believes there may be an issue involving the insulation of the ra lead causing these observations. No noise could be reproduced with isometric movements and all other measurements were stable upon testing. The patient will continue to be monitored and their device remains implanted and in service. No adverse patient effects were reported.